Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted there was a trace pericardial effusion prior to the start of the procedure. A watchman access system and 24mm watchman laa closure device and delivery system were used. The closure device was successfully implanted. Following the release of the closure device, a standard sweep for effusion was performed and the effusion was thought to be growing and a perforation was noted. A pericardiocentesis was performed and 150cc's of fluid was removed from the pericardial space. The patient remained stable and has since been discharged from the hospital.